Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported there were discrepancies between his adc freestyle libre sensor and a competitor meter. He further reported that on (B)(6) 2018 he received a reading of 55 mg/dl. No comparison reading was reported. Customer noted experiencing ¿sweating, a temperature and confusion¿ so he self-presented to an emergency room. At the ER customer was treated with insulin and dexamethasone. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported there were discrepancies between his adc freestyle libre sensor and a competitor meter. He further reported that on (B)(6) 2018 he received a reading of 55 mg/dl. No comparison reading was reported. Customer noted experiencing ¿sweating, a temperature and confusion¿ so he self-presented to an emergency room. At the ER customer was treated with insulin and dexamethasone. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.